Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the end user is alleging that the chair has moved once on its own.